Manufacturer narrative:
H11 h3, h6 the reported device was not received for evaluation. However, other devices from the same lot were received. A visual inspection revealed that twenty-six (26) unopened/sealed devices were returned with the same lot number. Five (5) devices, per the sampling plan, were opened and inspected. The proximal end of the transition stitch of all five devices is frayed inside the cleat/handle but shows no fraying at the bone anchor interface. The looped transfer suture limb was on all five devices. There was no other visible defect. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the assembly and packaging process found the assembler must verify the presence and functionality of suture: tails must be wrapped around the spool jam cleat and locked in place within the slots. Sutures (three tails) are inserted in the side slots of the jam cleat and within the knob. The root cause of the reported device could not be determined since a different device from the same batch was returned. A definitive root cause for the returned device could not be determined. Factors that could have contributed to the reported event include an inadvertent impact event that may have occurred during device transportation, rough shipping and handling, or at the customer site, as well as the application of an unintended, inappropriate, or excessive force to the device. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during an unspecified procedure, the transition stitch of the 1.8 mm q-fix appeared frayed at the bone anchor interface. When it was shuttled, the stitch had no loop. It is unknown how the procedure was performed or whether any delay occurred. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference number: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H11 h3, h6 the reported device was not received for evaluation. However, other devices from the same lot were received. A visual inspection revealed that twenty-six (26) unopened/sealed devices were returned with the same lot number. Five (5) devices, per the sampling plan, were opened and inspected. The proximal end of the transition stitch of all five devices is frayed inside the cleat/handle but shows no fraying at the bone anchor interface. The looped transfer suture limb was on all five devices. There was no other visible defect. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the assembly and packaging process found the assembler must verify the presence and functionality of suture: tails must be wrapped around the spool jam cleat and locked in place within the slots. Sutures (three tails) are inserted in the side slots of the jam cleat and within the knob. The root cause of the reported device could not be determined since a different device from the same batch was returned. A definitive root cause for the returned device could not be determined. Factors that could have contributed to the reported event include an inadvertent impact event that may have occurred during device transportation, rough shipping and handling, or at the customer site, as well as the application of an unintended, inappropriate, or excessive force to the device. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H11: h2: corrected information on: h6 (health effect - impact code and medical device problem code).